Event description:
It was reported that the right ventricular lead exhibited unacceptable threshold. The lead was repositioned successfully. The patient was in stable condition post procedure and did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.